Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm) and low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. It was further determined that there were two holes in the hose by the muffler, which is indicative of pulling the motor with the muffler still plugged to the autolube, which is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had low rotations per minute(rpm's). The event was not related to a surgical procedure. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
After further evaluation, the device evaluation was updated: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm) and low power. It was determined that the device had worn vanes which caused the low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. It was further determined that there were two holes in the hose by the muffler (zone 1), which was caused by the manufacturing fixture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.